Event description:
The customer reported monitors gradually get darker when in use. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor fans. System operates as intended. This MDR is related to ge healthcare.